Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, while attempting to remove the lock line there was resistance felt while removing the lock line. Troubleshooting was preformed unsuccessfully and the lock line was unable to be removed. The clip was removed from the patient and two additional mitraclips were implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.